Event description:
The facility reports the patient was being transferred from the bed to a chair when their legs went into spears. Their right knee became trapped between the inner and outer most, causing bruising to their skin.